Event description:
It was reported that approximately one year post vena cava filter deployment, diagnostic x-rays demonstrated two detached filter limbs. Unscheduled vena cava filter retrieval was performed; a snare device captured and retrieved the filter and two detached limbs successfully. The patient was reported to be asymptomatic.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.